Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 210 mg/dl at the time of the incident. The customer mentioned that the air bubbles appear after she pushes all the air bubbles in the beginning. The customer was advised that we recommend that she use a new reservoir. The reservoir will not be returned for analysis.